Event description:
Procedure type: lap radical nephrectomy. According to the reporter: the balloons on all three trocars popped during case. Surgeon states he did not use excessive force or hit balloons with light source or instrumentation. There was no report of pieces falling into the cavity or impacting the pt. The operating time was not extended as a result. No pt injury was reported.